Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during fill 2 of 6 the cycler alarmed for a "fill complication." The patient was able to complete the fill. The patient noticed fluid leaking from the cassette door and fluid was underneath the cycler. The patient was advised to discontinue using the cycler and to contact his pd nurse. The set was discarded. During follow up, the patient's pd nurse reported his effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.